Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a pump was alarming occlusion. After checking the clamps and line patency, the pump was opened and there was a balloon in the pumping segment. There was no patient harm.

Manufacturer narrative:
A picture received from the customer confirmed that the silicone segment tubing had a ballooned bulge near the upper fitment. The root cause for this event could not be determined.

Event description:
The customer reported that a pump was alarming occlusion. After checking the clamps and line patency, the pump was opened and there was a balloon in the pumping segment. There was no patient harm.